Event description:
It was reported that the lead measured low and fluctuation r-wave and noted t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. It was visually noted that there was intermittency between the pin and cap on the is-1 connector. It was also noted that the defibrillator conductor was distorted. The distal and proximal conductors had blood/body fluid (not obstructed). The outer insulation was torn, breached cut, had a white substance and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4) we did receive performance data collected from the device and have analyzed the data. There were two ventricular non-sustained tachycardia (nst) less than or equal to 200 ms noted on (B)(6) 2012 15:07:40 and (B)(6) 2012 22:15:46.